Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for seven days to loosen the blood and contrast in the device. There was a longitudinal tear 3mm long starting 1mm from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. Three balloon catheters were used, a 3.50mm x 12mm nc emerge and two 3.00mm x 15mm nc emerge. However, during procedure, it was noted that all three balloons ruptured. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. Three balloon catheters were used, a 3.50mm x 12mm nc emerge and two 3.00mm x 15mm nc emerge. However, during procedure, it was noted that all three balloons ruptured. No patient complications were reported.